Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. It was unknown if an autopsy was performed. On an unreported date, extraneal and physioneal therapies were withdrawn but it was unknown if the patient was connected to the baxter healthcare device or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.